Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant of a right ventricular (rv) lead, the physician expressed difficulties obtaining an adequate r-wave measurement using the measurement tool. There appeared to be oversensing noise, and the physician checked that the measuring tool was inserted correctly in the lead. The physician was unable to get a clear electrogram and it was not possible to identify the qrs complex. The physician decided to replace the tool and use a new tool, in which the measurements were noted as within normal range. The rv lead remains in use. No patient complications have been reported as a result of this event.